Event description:
Healthcare professional reported right side rupture, crease fold and capsular contracture, baker grade iii (with pain and hardness). The event of rupture was confirmed to have occurred on the contralateral side. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, b5, d1, d2, d4, d6(b), e1, g4, h4.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Healthcare professional reported "capsular contracture and rupture". This record is for the right side. The device remains implanted.